Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 3. Manufacturer email, h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h6 component code: g07002 - no device problem found. H3 testing of actual/suspected device 1 investigation summary the product was returned to ethicon for evaluation. One empty labeled winding former and two detached needles were received for analysis. Product code eh8030h, this product code is double armed. The visual assessment of the needles noted that the swage and attachment area were observed as expected. The barrel holes of the needles were examined under magnification, and no suture remnant was found. The suture was not returned for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 testing of actual/suspected device 2 investigation summary the product was returned to ethicon for evaluation. One empty labeled winding former and two small needle- sutures pieces were received for analysis. Product code eh8030h, this product code is double armed. During the inspection of the needle-sutures pieces, the swage and attachment area were noted to be as expected, and no needle pull off was noted. The suture was examined, and the extremes were noted to be cut probably caused by a surgical instrument. The functional test was not possible because the suture was received with a short length. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. H3 testing of device from same lot/batch returned from user investigation summary the product was returned to ethicon for evaluation. One open box with ten unopened sample for product code eh8030h were received for analysis. This product code is double armed. To evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no issues related to pull off - suture needle were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history review a manufacturing record evaluation was performed for the finished device batch tjbkdq, xneh8030h-19 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation . A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: was surgery delayed due to the reported event? --> no, patient status/ outcome / consequences --> no. The following information was requested, but unavailable: - what was being done when the needles loosened from the thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying)? *no additional information can be made available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle loosened from thread. No adverse patient consequences were reported. Additional information was requested.